Event description:
It was reported that the universal drill was running on its own while the safety was on during the course of a procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced, and returned to the user facility.

Event description:
It was reported that the universal drill was running on its own while the safety was on during the course of a procedure. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device evaluation in progress.